Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted. If additional information becomes available. (B)(4).

Event description:
It was reported adverse reaction. Additional case opened from (B)(4). Irritation on the arm.

Event description:
It was reported adverse reaction. Additional case opened from es-bd-22-000049 (B)(4). Irritation on the arm. Irritación en la piel.

Manufacturer narrative:
No additional information was provided by the (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.